Event description:
Pt was having a stent procedure of circumflex artery. After engaging the foot of the closure device, the physician was unable to retract the foot of the device. Pt was transported to surgery for removal of the device.